Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, version #: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system indicated "localizer not connected" after navigating for a period of time. The system was rebooted and this did not resolve the issue. The procedure was delayed by 20 minutes and used of navigation was aborted. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. Since the issue was resolved by replacing the poe injector, it was concluded that this is not a software issue and the software is functioning as intended. Fdm 10, fdr 213, and fdc 67 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that issue could be replicated; upon turning on the system and logging into an optical pro cedure the screen immediately showed that the localizer was not connected. Restarting system did not fix the issue. It was determined that an injector for the camera was no longer functional.

Manufacturer narrative:
Software logs have been received. However, analysis has not been completed at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that power over ethernet (poe) injector was not functioning and was displaying a red light. It was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. The replacement of the poe was also the resolution for report 1723170-2020-01685. Any further analysis of the poe will be provided under 1723170-2020-01685. H6) 10, 114, and 4307 are associated with the system checkout. 4118, 3233, and 11 are associated with the software logs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.